Manufacturer narrative:
The referenced patient expiration was reported under medwatch MFR report# 2916596-2015-01479. Approximate age of device - 1 year, 4 months. (Calculated from the date when the battery was issued to the patient). Visual inspection of the returned 14v battery revealed physical damage to the positive terminal contacts (j1 and j2) and to the rsoc contact (j3). The rsoc contact had a brown discoloration that resembled a burn mark. The positive terminal contacts were partially worn away and also had brown discoloration. The battery was fully charged and discharge tested using the maccor 4300 battery test system and passed without issue. The battery parameters and cell voltages were read using the ev-2200 fuel gauge interrogation system and were that of a normal functioning pack. The returned battery was connected to a returned battery clip, the returned system controller, and a mock circulatory loop with no alarms active. The damaged battery contacts did not affect the battery¿s functionality during laboratory testing. A root cause for the damaged contacts was not determined through this analysis. A root cause of the patient outcome could not be conclusively determined or correlated to an issue with the battery. The reported constant alarm coming from the device was due to several active hazard alarms. The low flow hazard alarm is due to the flow being less 2.5 lpm, however, the root cause of the decreased flow could not be conclusively determined. The low voltage hazard and no external power alarms were due to the patient being disconnected from 14v batteries and from the power module. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired. During the investigation of the returned related 14 volt lithium ion battery identified damage to the battery.